Event description:
The customer reported that during an rf ablation procedure, a cooling failure occurred. The physician tried to re-activate the needle but the error occurred again. The procedure was stopped. There was no patient injury. The procedure was rescheduled and has since been completed.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. To date, the incident sample has been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.